Manufacturer narrative:
MDR . / initial 1 of 2. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose levels due to using expired reservoirs and infusion sets and was treated by pump therapy and manual injection. This emdr is being submitted for an unknown number quantity.